Manufacturer narrative:
The reported complaint of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from inserting into and engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could then be fully inserted into the inset and engage it and untighten the setscrew to remove the lead. The blood most likely came through damage to the septum in the form of a hole punched through it by the user of the wrench during the implant of the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine generator change, the ventricular set screw would not loosen to allow the removal of the lead. Multiple wrenches were used to attempt to remove the lead by force. When the grommet was removed, the physician noted visual differences in comparison to the atrial setscrew. It was necessary to cap and replace the damaged lead. There were no adverse consequences to the patient.